Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported liquid leakage from the exit site. Following washing of the catheter saysiological solution, liquid from the exit site is observed. The device was remoted and the breaking of the PICC is found with complete detachment of a segment corresponding to cm 7. An interventional radiology surgery was required to recover the piece itself.